Event description:
Patient underwent coronary bypass graft x3 with left internal mammary artery to the lad and saphenous veins to the circumflex marginal and right coronary arteries. The saphenous vein was harvested using an endoscopic vessel harvesting system, whereby the dissector tip separated inside the patient's right leg. No pieces left in patient. No harm to the patient.